Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatic resection, on the fourth firing, the staple did not fire. A new handle was opened. There was no patient injury.